Event description:
Boston scientific received information that during a device check, a fault code was observed, indicating voltage to low to project remaining capacity. Technical services was consulted and recommended emergent device replacement. The sales representative was to discuss next steps with the patient's physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that this device was included in the august 29, 2013 advisory population. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.